Event description:
Zoll automated external defibrillator (AED) unplugged from code cart, 2 shocks given, then AED stopped working. No additional shocks were able to be given with this device. Device was sent back to zoll for repair. The service report for the zoll indicates the printed circuit board (pcb) assembly for the battery interconnect was replaced.